Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had a problem with their insulin pump and got a new one. They were trying to transfer all the data but the old device would not allot them to get into the settings. The old insulin pump had a compromised force system alarm. The customer¿s blood glucose level was 280 mg/dl which they treated with a manual shot. The device will not be returned for analysis.